Event description:
It was reported that the pt called to report that about 1/5 yrs after receiving his ceramic on ceramic hip implant, he began hearing a squeaking noise eminating from his hip. The situation has progressed to a grinding popping noise with some pain.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.